Manufacturer narrative:
Calibration and quality control (qc) were valid. The customer performed troubleshooting using a fresh, calibrated atellica im sars-cov-2 igg (cov2g) lot 004 reagent pack on both instruments. Results were submitted to siemens healthcare diagnostics for review. Siemens healthcare diagnostics has concluded the investigation for nonreactive (negative) atellica im sars-cov-2 igg (cov2g) lots 004 and 005 results compared to a positive alternate method result. There is not an expectation the siemens cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The limitations section of the instructions for use (IFU) states: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on the information provided siemens did not identify a product problem. Customer is operational. Further investigation is not required. A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2021-00077 was filed for repeat test date (B)(6) 2021 using lot 005. MDR 1219913-2021-00078 was filed for repeat test date (B)(6) 2021 using lot 004. MDR 1219913-2021-00079 was filed for repeat test date (B)(6) 2021 using lot 004.

Event description:
A customer obtained a nonreactive (negative) atellica im sars-cov-2 igg (cov2g) result for a patient sample. The patient had previously tested positive for the virus antigen in (B)(6) 2020. Atellica im sars-cov-2 igg (cov2g) testing was repeated on 2 different days with the same instrument and lot number and also using a different instrument and lot number. The results of the repeat testing were nonreactive (negative). The physician questioned the results. The sample was sent to a reference laboratory and tested on an alternate method and the result was reactive. There are no known reports of patient intervention or adverse health consequences due to the discordant (negative) cov2g results.